Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experiencing pain during pacing was suspected for perforation. It was noted that the right ventricular pacing lead impedance dropped but in range. Lead dislodgement was suspected. Lead reposition was attempted; however, helix could not be extended. A new lead was used instead. The procedure was successful without adverse consequence to the patient.